Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the lantern to the target location. Following multiple failed attempts, the physician decided to remove the lantern and the procedure was completed with another catheter and various penumbra coils. There was no report of an adverse effect to the patient.